Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cardiac resynchronization therapy risk stratified by magnetic resonance imaging and optimized by left bundle branch pacing: results from long-term follow-up of madurai lbbp study. Heart rhythm. 2025; 1¿10. Doi: 10.1016/j.hrthm.2025.04.040 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cardiac resynchronization therapy (crt) and left bundle branch pacing (lbbp). The authors described patient deaths; the causes of death were renal dysfunction, heart failure, and sepsis. There were patients who experienced worsening heart failure with hospitalizations, one patient with polymorphic ventricular tachycardia (vt) due to hypokalemia in the postoperative period, pneumothorax after implantation in one patient, and one with inappropriate therapy due to t-wave oversensing (twos) in which reprogramming was performed. There were two leads which exhibited loss of lbbp capture during follow-up which were repositioned and one lead with an increase in threshold which was reprogrammed. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.